Event description:
A customer contacted haemonetics on (B)(6) 2008 reporting that the battery of the orthopat machine would not hold a charge. No injury or reaction noted.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2008 reporting that the battery of the orthpat machine would not hold a charge. No injury or reaction noted. Upon eval of the device the problem was verified. A minor blood spill was also noted inside of the machine. Machine was repaired and is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i (f). (B)(4).